Event description:
It was reported that during a percutaneous coronary intervention (pci) stent damage occurred. The lesion was located in the right coronary artery (rca) and was described as difficult and tortuous. A non bsc guide catheter was used for support. When the physician tried to cross the lesion, the stent crumpled at the proximal end on the delivery device balloon, but kept its structure distally. It shortened approximately 6mm. The stent was deployed and the procedure was considered completed with this device.

Manufacturer narrative:
(B)(4).it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).